Event description:
It was reported that during a procedure performed in the (B)(6), upon attempts to apply final torque to the cap screw it was not possible. The rod was removed and it was noted that the tulip head had detached from the screw shaft. The pedicle screw was removed and replaced. A delay of 30 minutes was reported as a result.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Device has yet to be received by the MFR for eval. A f/u medwatch will be submitted upon completion of eval.